Event description:
The patient has a heartmate lvad (left ventricular assist device, i.e. An implantable continuous-flow blood pump. A first attempt to interrogate the crt-d involved in this report was performed on (B)(6) 2012, but failed due to telemetry issues. A second attempt was then performed on (B)(6) 2012; many telemetry errors have been observed during the interrogation. Eventually, the interrogation was possible by using a specific approach with the programmer/programming head, in order to minimize the influence of the lvad (well known source of emi).

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.